Event description:
It was reported a system error occurred. Followup indicates the reported error occurred during start-up of the programmer. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. A system error was found in the error log. It was noted that the spacer between two circuit boards was broken and the link electronic module (lem) circuit board was not fully connected. (B)(4).

Event description:
It was reported a system error occurred. Followup indicates the reported error occurred during start-up of the programmer. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.